Event description:
The customer contacted physio-control to report that their device would not power on using ac or dc power. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The customer, a biomedical engineer, advised physio-control that he evaluated the device but could not duplicate the reported issue. The biomedical engineer did observe numerous event codes in the device's memory and requested that physio-control evaluate the device. Physio evaluated the device but was also unable to duplicate the reported issue. As a precaution, physio replaced both the system controller (sc) and user interface (ui) pcb assemblies, as well as the ui to stack flex cable assembly. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.